Event description:
The arterial pressure increased at the beginning of the procedure and remained high during the case. No pt injury or further complications occurred. No further details are available.